Event description:
As reported by the legal team, approximately six years post initial tka, this (B)(6) y/o male patient underwent a revision for an unknow reason. No additional information available.

Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, left sz 1.5 (cat# 02-010-03-0215 / serial# (B)(4)). Lgc tibial fit tray cem sz 1.5f / 1.5t (cat3 02-012-45-1515 / serial# (B)(4)). Three peg patella 29mm (cat# 200-02-29 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported by the legal team, approximately six years post initial tka, this 56 y/o female patient underwent a revision for an unknow reason. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.